Event description:
The pt is a type ii diabetic who administers insulin injections and is on kidney dialysis. He reported out of range normal control solution test results and higher glucose readings with lot 16074a. The pt opened the test strips on approx 12/15/96 and obtained blodd glusoce readings in the 150 mg/dl range. He did not question these results until he went to his physician for a routine check-up on 12/27/96. At 11:47 am on 12/27/96, the pt obtained a blood glucose result of 267 mg/dl with the co's device. Although his normal lunchtime insulin dosage is 10 units of regular insulin, the pt administered approx 12 units of regular because his blood glucose was "high". The pt then immediately ate a burrito for lunch. At approx 12:55 pm the pt obtained a blood glucose result of 100 mg/dl. At approx 1:47 pm, the pt obtained a blood glucose result of 137 mg/dl. Some time between 2:00 pm and 4:oo pm, while at the physician's office, the pt began to feel dizzy and lethargic and "almost passed out." Because medical personnel at physician's office (pt does not recall how many people were assisting him or what their titles are) thought pt had hypoglycemic symptoms, they performed a blood glucose test using another brand of test strips (lot unknown) and the physician's meter (type of meter unknown) using tthe pt's blood. They obtained a blood glucose test result of 20 mg/dl. Because of the lower blood glucose reading, medical personnel gave the pt "2 glasses" of soda." Medical personnel also performed a control solution test using the co's test strips. However, the pt thought that they may have used either high or low control solution instead of normal control solution. The control solution test result was out of the normal control solution range of 110-164 mg/dl. It is not known whether the control solution used was within the expiration dates. Medical personnel also performed a check strip test with the pt's meter and obtained a check strip test result of 82 versus a check strip range of 70-92. Upon arriving home at approx 4:18 pm, the pt obtained a blood glucose test result of 153 mg/dl with co's device. The pt thinks that he had obtained an inaccurately high blood glucose reading at lunch (267 mg/dl) and, for this reason, administered "too much insulin." The desiccant is in both co's bottles. The pt's meter was set to the appropriate code when all tests were performed. The pt stated that he obtained the out of range control solution test result was obtained with first bottle of co's device from the box. The pt has not used second bottle of test strips for blood testing and he did not open it. However, second bottle of test strips from the box is open. Pt "thinks" medical personnel opened the second bottle of test strips from same box to "check them," but he was not certain. The pt was unwilling to perform any testing with rep except a check strip test. Check strip test result was 83. Rep informed the pt that co's test strip is used with certain meters only.